Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for deployment difficulty reported from this lot. Based on the reviewed information, no product deficiency was identified. A procedure cine was received and reviewed by an abbott clinical who concluded that post deployment, the length of the stent appeared expanded with the exception of the proximal section of the initial stent. Post-dilatations were performed; however there were no final cine images. As there were no final images after post-dilatation, the incident description could not be confirmed.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid left anterior descending artery with mild calcification. The 2.75 x 28 mm xience xpedition stent was deployed in the mid to proximal segment and the 3.0 x 18 mm xience xpedition sent was then deployed proximal, overlapping. Immediately after post dilatation, stent recoiling was noticed in the overlapped segment. Post-dilatation was performed at the focal segment. Again recoiling was observed in the overlapped area and also recoiling was observed in the proximal segment of 3.0 x 18 mm xience xpedition stent. No additional treatment was performed. There were no adverse patient effects. The patient is stable and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Additional information reported that the xience xpedition stent deployed in the mid-proximal segment was a 2.75 x 38 mm stent.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional xience xpedition referenced is being filed under a separate medwatch report.